Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. Backlight was not functional due to panel shorting to lcd metal frame.

Event description:
It was reported the customer's back light was not functional. The customer stated their back light has not been working for several months. The customer's blood glucose was unknown. The customer stated their back light did not work when pressed prior to pressing other buttons. Customer was unable to complete troubleshooting because they were unable to remove the battery cap. The customer was advised their insulin pump needed to be replaced. No additional information provided.